Event description:
A fracture of the distal humerus became infected after the original surgery. Locking screws that were used with the 3.5mm lcp reconstruction plates backed out. The pt underwent a second procedure and the implants were removed.